Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post device change out an infection occurred. The organism was identified as pseudomonas. The patient was treated with antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.